Manufacturer narrative:
The device has not been received by dupuy synthes power tools. If additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
A report was received from the USA, stating that the device does not function. The device was being used during surgery. There also was no report of user or patient injury or medical intervention. No additional information available.